Event description:
On 11/10/94, during a continuous tube feeding per gastrostomy tube resident, between the hours of 8:10 pm and 12:50 am, received 900 cc of ensure. Feeding was dumped per pump, prescribed rate was 40 cc per hour, and pump window recording stated that 123 cc had infused. Resident began vomiting feeding, she was suctioned and then transferred to hosp. She was hospitalized for 6 days and received antibiotics and IV therapy. Resident stable on readmission.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: mechanical problem. Conclusion: device failure occurred and was related to event, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, use of all similar devices stopped permanently. The device was not destroyed/disposed of.